Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for about two days, blood was noted back into the system 97 pump. The iab was removed and no second was inserted. (Event complications: none from the event - reported 2/6/98.) (Pt's current status: unk - rpt'd 2/6/98.)